Event description:
Patient reported right side "prosthesis are in the recall" and "rupture and seroma". Later healthcare professional reported "periprosthetic fluid", "discomfort", "mastalgia", "oval-shaped, echogenic, homogeneous nodule with circumscribed margins and a major axis parallel to the skin", "extracapsular silicone deposit", "siliconoma". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and granuloma.